Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the electronic gas blender module reportedly did not allow gas to flow from the console. The user restarted the heart lung machine and the problem was corrected. There was no adverse consequence to a pt as a result of the event.

Manufacturer narrative:
Evaluation is in progress, but not concluded.